Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1539410, MFR. Date 07/01/2015, exp. Date 07/31/2020. Batch # j1538221, MFR. Date 07/01/2015, exp. Date 07/31/2020. Batch # j1536972, MFR. Date 06/01/2015, exp. Date 06/30/2020. Batch # j1539410, MFR. Date 07/01/2015, exp. Date 07/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The received drain was damaged during use. There is a cut hole 1 cm from the black dot.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1538221, batch j1539410, batch j1536972, batch j1541584.

Event description:
It was reported that a patient underwent a blalock-taussig shunt surgery on (B)(6) 2016 and a drain was implanted in the pericardium. After the surgery, a leak of liquid from the damaged drain was noted. The leak occurred outside the patient's body at 1.5cm from the fixed suture. The surgeon commented that no sharp device was used. There were no adverse patient consequences. Additional information has been requested.